Manufacturer narrative:
Initial reporter phone no. (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set leaked from "the tube". The event occurred during prime. Therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye which revealed a cut in the tubing. Functional testing was performed including clear passage and pressure testing which revealed a leak from the affected area. The reported condition was verified. The cause of the condition was due to manufacturing; potentially related to the coiling or packaging step. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.